Manufacturer narrative:
Correction: the serial number and implant date have been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ins was not depleted due to not recharging for an extended period of time. The data was lost after the system was reset. The logs will not be obtained as it was thought that the logs had expired.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported, when asked if settings were in fact lost and whether or not it occurred during programming, that the report stated "session not properly ended," but the problem was resolved when the ins was reconnected and reset. Regarding the cause, they thought that the patient didn't charge for a very long time. The actions taken to resolve the issue were that they recharged and reconnected. The issue has since been resolved. It was noted that the physician is informed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had a patient who received error 574 on the patient programmer. And when the "tc" team connected the neurostimulator with clinician tablet, they got an alert validation error 0f 03 00 00. Technical services responded that the error code 574 indicates that no programs or groups are saved on the ins anymore. This code occurs when the ins is not properly programmed/initialized by the clinician programmer or the programming has been lost due to other reasons that may cause memory loss. The validation error 0f 03 00 00 may be related to the same issue. To solve this, the ins must be reprogrammed with the clinician programmer.

Manufacturer narrative:
G2. Foreign: turkey. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.